Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did a back to back (rapid succession) blood glucose test, using different fingersticks, with results of 281 and 94 mg/dl. Reporter did not have control solution for testing. No symptoms were reported.